Event description:
It was reported that the patient's pump had a touchscreen that was not always responsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.